Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. During an onsite visit the fse (field service engineer) measured flap thickness on test cut, ran laser head linearity test, performed linearity adjustment and successfully completed system verification to specification. System is operating within specifications. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Event description:
Additional information received states the initial procedure was aborted because of whitening of the central and inferior flap indicating the pluses were in the bowman's and near the epithelium. The patient experienced mild increased myopia, rainbow glare, photophobia, and mild interface haze. The patient had photorefractive keratectomy in the right eye one month later.

Manufacturer narrative:
It was identified the value of product problem was transmitted as null. This supplement is being filed to correct the value from null to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported thin flaps. Additional information requested.